Event description:
It was reported that the right ventricular lead exhibited high threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded open at multiple locations exposing the proximal coil which resulted in high thresholds.